Event description:
Retrograde dissection to lsc upon follow-up examination. The physician has decided to watch the pt, no secondary intervention being planned at this time. There is nothing that warrants immediate action per the physician. The pt will be coming in for a followup around (B)(6). The physician is to update the rep following the pt followup.

Manufacturer narrative:
(B)(4). Investigation is in progress.